Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed. The pump was running dry. At most, there was approximately 0.4 ml left in the line and pump but the pump indicated it still had 6.1ml. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 100 ml and given 99.6 ml. However, pump stated there was 6.1mls left. The air detector and upstream sensor had been turned off. The length of infusion had been set to 46 hours. The lock level had been set to ll2. A closed drug transfer system device (cstd) was used to fill cassette. The pump was not used to prime the extension tubing; instead, they used the syringe. The event occurred while in use with a patient, and the patient was not medically affected.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.